Event description:
It was reported that a shaft fracture occurred. During a percutaneous coronary intervention (pci), the physician used a 145, 5-in-6 guidezilla¿ guide extension catheter. The physician attempted to advance the device through a tortuous, calcified vessel, but the device fractured just distal to the stainless steel collar. There were no patient complications reported and the procedure was completed with a different device.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).